Event description:
It was reported that during implant of the right ventricular lead, the helix failed to extend after repositioning. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.

Event description:
It was reported that during implant of the right ventricular lead the sensing and pacing thresholds were poor, so the helix was retracted and the lead was repositioned. The helix would no longer extend after repositioning. The lead was not implanted and another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.